Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sterile processing noticed a chip on the right inside center of the shims in sizes 9&10 5mm and 6mm. No one said anything about the chip during surgery. No surgical delay.